Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the electrode through the eardrum into the ear canal. There was also an infection (treatment unknown) the device analysis report is attached. This report is submitted on august 6, 2021.

Manufacturer narrative:
This report is submitted on june 03, 2021.

Event description:
Per the clinic, the device was explanted (B)(6) 2021 due to alleged electrode erosion. Reimplantation is planned but had not taken place at the time of this report, month day, year.